Event description:
Information was received indicating that a smiths medical cadd legacy pump was under infusing. The remaining volume in the pump was about 40 mls. There were no adverse events reported.